Manufacturer narrative:
Date sent to FDA: 4/21/2020. A review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair on (B)(6) 2012 and mesh was implanted. It was reported that the patient experienced multitude adhesions. It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2012 and mesh was implanted. It was reported that the patient experienced abdominal pain , scar and recurrent hernia. It was reported that the patient underwent a hernia repair procedure on (B)(6) 2013 and mesh was implanted. It was reported that the patient experienced recurrent hernia and adhesion. It was reported that the patient underwent mesh revision on (B)(6) 2018. No additional information was provided. Other procedure is captured under separate file.